Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic dissection is unknown. However, it was reported that there had been an aortic tear at the left coronary sinus and the cusps of the valve were heavily calcified and there was fragile tissue at the base of the left coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6), after implantation of the 29mm sapien 3 valve, the initial aortagram did not show signs of an aortic tear.  Shortly after, the patient¿s blood pressure dropped and a second aortogram diagnosed an aortic tear at the left coronary sinus. One liter of blood was drained from the pericardium, however the patient was still conscious and conversing.  An additional 300ml of blood was removed after the initial liter was drained over the following 2 hours. The patient was administered blood products to replace necessary clotting factors. The third aortogram determined the effusion was still present.  Eventually, surgery was performed and the patient was discharged home.